Event description:
Hamilton medical ag received the following incident description: "a ventilation issue was reported with a hamilton mr1 ventilator (serial no. (B)(6). The device was used with the following consumables: expiration valve (ref (B)(4), lot 201120718) and breathing circuit (ref 260168, lot 196104). During operation, an exhalation obstructed condition was observed. The user reported an inability to build up tidal volume. The issue occurred during patient ventilation. A patient was involved in the incident; however, no patient harm was reported. At the time of reporting, the incident has not yet been communicated to local authorities by the user or the hospital."

Manufacturer narrative:
Hamilton medical reference number: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260168 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. At the time of reporting, the production date and expiration date of the breathing circuit set, coaxial were not available, therefore, complete UDI information could not be provided. All available device identification information has been included in this report. Should additional information become available, it will be provided in a follow-up submission.